Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading the cartridge with 120 units. Reportedly, the customer was unable to fill the cannula. Customer stated they believe they did not load enough insulin into the cartridge. Customer had elevated blood glucose (bg) levels reaching 250 mg/dl. Customer delivered a bolus to bring bg levels back to target range.